Event description:
. Presented to ER with diagnosis of complete heart black.. Or 6/2 - transvenous insertion of permanent vvir pacemaker pacesetter solus ii.. Or 6/6 - removal of malfunctioning (l) pacemaker system and placement of new transvenous permanent dual chamber - pacemaker on the right, a pacesetter synchrony iii ddd.